Manufacturer narrative:
Please note that the investigation was performed only on the components (fsa pressure sensor), as these were the only samples provided by the customer. Correction: annex d: d0301 additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, annex b: b19 annex d: d15, d02.

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no reported patient involvement.

Event description:
It was reported that a failure was observed during a planned preventive maintenance or recall remediation service event. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.